Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an unspecified audible and visual alarm had occurred on the controller. Upon removal of the pod, what appeared to be rust at the top of the device (opposite the cannula), was observed. The cannula was not bent. The pod had been worn for between 24 and 36 hours on the patient¿s arm. No changes to blood glucose were reported. No further details pertaining to the event were available.